Manufacturer narrative:
Manufacturing review: an lhr cannot be performed as no lot number was provided by the complainant. A manufacturing review can not be performed as the batch / lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that some time post chronic catheter placement, the catheter allegedly dislodged with exposure of the cuff. There was no reported patient injury.